Event description:
It was reported that after a programming session, the physician realized the pump stopped working because of a message that appeared on the programmer that a motor stall occurred. The pump was being used to deliver bupivacaine and morphine. A revision was planned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump head revealed corrosion; deformed pump tube; roller wheel anomaly; a hole in the pump tube; mechanical wear. Analysis of the motor revealed gear train anomaly; corrosion and-or wear and-or lubrication; stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that never recovered. Upon destructive analysis it was discovered that the motor and pump head compartments were flooded with fluid. It was discovered that the pump tube had a hole/breach on the top and bottom of the pump tube outlet. The breach was located 9mm away from the pump tube outlet. Some thick drug residue was seen in all three roller wheel bearing and significant resistance was noticed while trying to turn all three of the roller wheels. Shaft wear was seen on the lower shafts of gear 1 and the rotor magnet.

Event description:
Additional information revealed the patient¿s pain worsened during ¿the last days¿ prior to the refill procedure. Additionally it was stated the motor stall did not recover within two hours and the reason for the stall was unknown. It was said the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.